Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 206 mg/dl and 109 mg/dl 2) 220 mg/dl and 109 mg/dl sets of results were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.